Event description:
The patient was undergoing a thrombectomy procedure in the popliteal and posterior tibial artery using the indigo system. During the procedure, aspiration was performed successfully in the popliteal using a cat5 aspiration catheter and a separator 5. Upon taking an angiogram, it appeared that the vessel was occluded from the mid posterior tibial artery to the foot. The physician initially attempted to use the cat5 aspiration catheter; however, after several attempts the physician removed the cat5 aspiration catheter and infused tissue plasminogen activator (t-pa). Several attempts continued to aspirate the clot with a 4f angled catheter; however, another picture found the clot distal. A cat3 aspiration catheter was opened and intravenous tissue plasminogen activator (IV t-pa) was administered. The physician noticed that the cat3 aspiration catheter had a kink in it; however, the physician proceeded to use it. The pump was turned on, but aspiration was not successful. A new cat3 aspiration catheter was used and aspiration was still not successful. The patient was given IV t-pa again and the clot had resolved. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the indigo system cat3 aspiration catheter is kinked approximately 1.5 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicates that there was a kink in the first indigo system cat3 aspiration catheter and the user attempted to use the device despite the kink; however, the catheter could not aspirate due to the kink. A second indigo system cat3 aspiration catheter was inserted into the vessel and still no aspiration was observed. Evaluation of the returned devices confirmed kinks in the proximal shaft of the first catheter and distal tip of the second catheter. It appears that the catheters were damaged during preparation for use. The product IFU warns against the use of damaged devices. These devices are 100% visually inspected during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00620.